Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.